Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: july 29, 2022 h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a removal surgery of vaclp implants due to bone union being achieved. During the removal surgery, two screws where difficult to remove. The surgeon was able to remove one screw but the second was difficult. The surgeon drilled the screw head with a carbide drill. Then, the screw broke off under its head when the surgeon lifted the plate lightly. The surgeon attempted to remove the remaining screw shaft in the bone with radio pliers, but was unable to pull it out, so he used a hollow reamer to remove it. After that, the surgeon made a bonish granule supplementation to the defect. The surgeon removed as much of the metal powder from the soft tissue as could be seen under direct vision, and no residual material could be seen on x-rays. There were no patient consequences. This report involves an unknown screw. This is report 1 of 2 for (B)(4).